Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) pull up on all the tubing, close and open the transfer set, move the patient line clamp down the line, inspect patient line for kinks and occlusions. The hp stated that there was air in the patient line. The tsr informed the hp to end the therapy and to contact registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp stated that he did know the cause of the alarm or why there was air in the line. The hp said that he does prime the line completely before connecting. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.